Manufacturer narrative:
(B)(4). The device was returned with the blade tip broken off and returned. During functional testing on a gen04 the device gave an error code 5. The device will stop activating, and emit a solid tone or show an error code 5 on the generator display when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a lap gynecologic surgery, the blade was broken off outside the patient. No pieces were fell inside the patient. Gen04 was used. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient.